Event description:
It was reported that there was high right ventricular (rv) lead threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sedr01 implantable pulse generator (ipg) implanted: 2009 (B)(6); 5076-52 implantable pacing lead implanted: 2001 (B)(6). (B)(4).